Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked . It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed, but noted to be difficult. After establishing final arm angle, the deployment sequence was started; however, the clip opened while locked. The clip was successfully implanted, reducing mr to 1-2. It was noted that there was some difficulty visualizing the clip during the procedure due to the patients anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. The reported failure to adhere or bond and poor image resolution appears to be due to challenging patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.